Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician found that the nose tube comes apart normal wear, coupling heavily soiled and coupling shaft has too much clearance. The device was repair.

Event description:
It was reported by the customer that the motor was heating during operation. The device was returned for service. Report 1 of 1 complaint (B)(4).